Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation. It was further reported that there was no capture, undersensing, and increased thresholds noted in the atrial lead that was found to have dislodged. The right ventricular lead appeared to have pulled back from the original location per fluoroscopy image. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.